Manufacturer narrative:
According to the facility they had to replace a patient's catheter post operatively 'due to poor urine flow'. Per the facility the patient required bladder irrigation and due to the poor flow of the catheter an additional catheter needed to be placed. No additional information is available at this time. Per the facility the device is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility they had to replace a patient's catheter post operatively 'due to poor urine flow'.